Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the conduction abnormalities event resolved approximately two months after onset.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that approximately 6 months following the valve implant procedure an electrocardiogram (ECG) identified again the first degree atrioventricular block. No patient symptoms reported. No treatment required. The physician indicated this occurrence was possibly related to the valve and implant procedure.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve a pre-implant balloon valvuloplasty was performed. Following the valve implant procedure, a new first degree atrio-ventricular block (avb) and a right bundle branch block (rbbb) were observed. Diagnostic tests were performed and prolonged hospitalization were required. The event was noted as not resolved. Per the physician, the event was related to the valve and the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Continuation of d10: product ID: {unknown}; product lot/serial number: {unknown}; product type: {delivery catheter system (dcs)}; implant date: {na}; explant date: {na}. Product ID: {unknown}; product lot/serial number: {unknown}; product type: {compression loading system (cls)}; implant date: {na}; explant date: {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the patient was discharged 2 days following the implant procedure.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system (dcs); implant date {na}; explant date {na} product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system (cls); implant date {na}; explant date {na}. Corrected/updated data: b5, d10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.